Manufacturer narrative:
The insulin pump passed the displacement test and the self-test. The device had minor scratches on the lcd window, cracked reservoir tube, scratched reservoir tube window, cracked battery tube threads, stained address/serial number label , and stained end cap sticker.

Event description:
Customer's daughter reported via phone call, the insulin pump was broken. Troubleshooting was performed and blood glucose was 155 mg/dl when the damage was noted. An additional blood glucose reading of 400 mg/dl was captured during the call. No troubleshooting for the high blood glucose was performed only for the damage. Customer's daughter stated the device was dropped while the customer was changing her clothes. The drive support cap was reported normal. Self-test was performed and the device wasn't responding. The customer's doctor advised to get the device replaced. Customer's daughter was advised to have the customer discontinue use of the device; revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.